Manufacturer narrative:
(B)(4). Seven days after presenting symptoms of cloudy and flaky effluent, the patient was hospitalized for fungal peritonitis diagnosis. Beginning on that day, the patient was treated with vancomycin 1 gram/24 hours (route not reported) and cefazolin 2 gram/24 hours intraperitoneally for peritonitis. Also beginning 7 days prior to hospital admission, the patient was treated with novaminsulfon 20 drops orally (frequency and duration not reported) for pain. On the day of hospital admission, therapy with vancomycin, cefazolin, and novaminsulfon ended. On an unreported date, physioneal therapy was reintroduced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced recurrent peritonitis coincident with peritoneal dialysis (pd) therapy. The original onset date of peritonitis was unknown, but it was noted that the patient had experienced three recurrent cases in the last four months. The cause of the recurrent peritonitis was unknown. The patient was hospitalized for the last reported event with symptoms of abdominal pain. On unreported date(s), the patient was treated with unspecified intraperitoneal medication(s) (dosage and frequency not reported) and ceftazidime (dosage, route, and frequency not reported) for the peritonitis. Fourteen days after the last diagnosis of peritonitis, the patient was treated with liposomal amphotericin b (dosage, frequency, and duration not reported) intravenously (IV) and then treatment was changed to voriconazole 200 twice daily (units and duration not reported) orally for the peritonitis. Voriconazole therapy was reported to be ongoing. On unreported date(s), the patient was treated with anidulafungin (dosage, route, frequency, and duration not reported) for candida in the urine and heparin natrium 50 iu in every bag intraperitoneally for unknown indications. On an unreported date, pd therapy was discontinued and hemodialysis was initiated. The patient was later switched to femoral dialysis. The patient was discharged from the hospital after 15 days. The patient had not yet recovered from the peritonitis event. Additional information was requested but is not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). As the device was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).